Event description:
According to the reporter, during a laparotomy hartmann procedure and rectal dissection, an alert for excessive force sounded when the stapler was articulated and attempted to forcibly clamp the very hard scar tissue. The articulation joint part broke afterward. There was no issue with the handle itself, but the cartridge could not be removed from the adapter. A competitor's device was then used as a substitute, and it was articulated in the same way to clamp the same tissue. However, it was repelled/bounced back, so the articulation was returned to a straight position, and it was able to fire when the clamping was redone. There was no patient injury.

Manufacturer narrative:
D10 concomitant product: sigadaptstnd, sig power sigadaptstnd linear adapter (serial#(B)(6); sigphandle, sig power sigphandle handle (serial#unknown); sigpshell, sig power sigpshell control shell (lot#unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d3 ( MFR name, street 1, MFR city, expiration date, lot #, unique identifier (UDI) , g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the returned product noted that a scratch was observed on the cartridge side jaw, which might have been made when the ibeam advanced forcefully in clamping the jaw or firing. One side of the articulating point was broken. The jaws were bent to one side. The reload laminates were herniated from the side of the reload. The articulation flag-side blowout plate was fractured distally. At the beginning of the firing that blowout plate damage had occurred as a piece of the blowout plate fell out of the articulation joint of the reload, as the firing continued herniation of the knife-bar laminates occurred as well. It was reported that an alert for excessive force sounded when the stapler was articulated and attempted to forcibly clamp the very hard scar tissue. The articulation joint part broke and the cartridge could not be removed from the adapter. The reported issue conditions were confirmed. The most likely cause could not be established from the information available. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.